Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide prior to an impella interventional procedure using a 7f sheath. Reportedly, during insertion of the proglide, the blood marker came very late and patient expressed pain during insertion. The physician opened the foot, pulled back the device and the blood marker stopped bleeding. When the plunger was pressed, a big crack was to be heard. By removing the plunger no suture was seen so it was advised to put the lever back to retract the foot. This maneuver was not possible as the device was stuck in the stitch canal. It was recommended to not move the device and call a surgeon but the physician twisted the device and then the distal guide broke. It took nearly 5 minutes to remove everything out of the patients body via a hemostat clamp. All parts were inspected and it was noted that the one foot was missing. Computed tomography imaging was performed but it was unable to locate the missing foot. Patient is doing well. There was a clinically significant delay to the procedure because it was not possible to perform the initial impella intervention as planned. Puncture site was closed by manual compression. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The material separations and failure to cycle were confirmed. The difficult to remove cannot be replicated in a lab environment. The noise and obstruction were related to case circumstances and cannot be confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effect of pain is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The root cause of the reported difficulties and the subsequent treatment are related to circumstances of the procedure. In this case, based on the information reviewed, it is likely that the guide broke during insertion or during needle deployment indicated by the reported ¿crack¿. When the physician twisted the device is when the foot likely separated as well as the guide fully separating. The broken guide will not allow the foot to close preventing removal of the device. The failure to cycle is related to the guide break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.